Event description:
It was reported that this pacemaker was found to be operating in safety mode, resulting in oversensing that led to episodes of pacing inhibition. Technical services (ts) was consulted and recommended device replacement. As the patient was dependent on the therapy, the pacemaker was turned off to allow the use of a temporary pacing system. Subsequently, the patient underwent revision surgery, during which the pacemaker was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, resulting in oversensing that led to episodes of pacing inhibition. Technical services (ts) was consulted and recommended device replacement. As the patient was dependent on the therapy, the pacemaker was turned off to allow the use of a temporary pacing system. Subsequently, the patient underwent revision surgery, during which the pacemaker was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. This pacemaker has not been received for analysis. This product was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was found to be in safety mode. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. This observation has been reported to our engineering and manufacturing departments and we will continue to monitor field reports for similar device behavior.